Manufacturer narrative:
Concomitant medical products: components are: product ID 3057, serial# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an external neuro stimulator (ens) it was reported that trial patient had return of symptoms because one of the wires were coming out and patient put the wire back but felt stimulation in the wrong location. No further complications were noted or anticipated.

Manufacturer narrative:
(B)(4). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that urinary incontinence was picking up. It was reported that trial patient had return of symptoms because one of the wires were coming out and patient put the wire back but felt stimulation in the wrong location. No further complications were noted or anticipated.